Manufacturer narrative:
The account believes the handle was installed correctly. A trumpf service technician exchanged the camera adapter from the light with a normal handle. Investigation is ongoing, if additional information become available following the completion of the investigation, a follow up report will be filed.

Event description:
Trumpf medical received information stating that a surgical light adaption handle fell into the sterile field striking the patient. No injuries occurred as a result of the incident. This report was filed in our complaint handling system.